Manufacturer narrative:
Zoll med corp has rec'd the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a pt, the device delayed upon power up. Once the device powered up, the device then shut down inappropriately. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.